Event description:
It was reported that during the right ventricular (rv) lead, it was confirmed by visual inspection that blood got through the lead body between the negative and positive electrode on the side of the connector pin. Because there could be a risk that oversensing would occur when connecting to the device, the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).